Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion was noted to be leaking at the filter after 24 hours of infusion. No patient harm reported.

Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
The customer¿s report of a leaking filter was confirmed. The extension set was visually inspected and no anomalies were noted. Functional and pressure testing confirmed fluid leaking from the filter. The cause of the customer¿s report was a damaged filter vent membrane. However, the root cause of the filter vent membrane damage is unknown.